Manufacturer narrative:
Signs of beach marks were observed in the fracture surface. Signs of fretting on the lateral side of the proximal taper region of the stem were observed. The crack initiated most likely in the lateral region of the stem. Bone ingrowth, scratching, and damage were observed on the porous coated regions of the sleeve. The analyses showed the emperion stem fracture likely occurred in the lateral region of the stem.

Event description:
It was reported that a revision surgery was performed.